Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye haptic breakage was observed. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The addiitonal information received identifies that the surgeon experienced resistance when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal toric rao613z batch 052190059 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification critertia the resistance within the nozzle may indicate a blockage of the lens; however, this cannot be verified in the absence of the device for return. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of haptic breakage.

Event description:
On (B)(6) 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that immediately following implantation into the eye the haptic was observed to have broken necessitating lens explantation and exchange.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye haptic breakage was observed. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the surgeon experienced resistance when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal toric rao613z batch: 052190059 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification critertia. The resistance within the nozzle may indicate a blockage of the lens; however, this cannot be verified. The device was retained and returned to rayner for evaluation. Incomplete device returned. Injector was not received for inspection. Iol was inspected under x10 magnification and found to be returned in three pieces as well as missing a haptic. No further testing could be performed. Product inspection confirms the event as reported; however, has been unable to establish the cause of the event.

Event description:
On 29th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that immediately following implantation into the eye the haptic was observed to have broken necessitating lens explantation and exchange.